Manufacturer narrative:
(B)(4). Date sent: 6/14/2023 d4: batch # unk additional information was requested and the following was obtained: "the procedure should be endoscopic stomach." "What portion of the trocar are you referring to? -sleeve were the obturator handle locking buttons broken? -unknown was the stopcock valve damaged? -no was the outer seal damaged or the outer seal release lever? -no did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? -yes, all were retrieved. Please confirm which portion of the trocar was broken. -top of sleeve." A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic stomach surgery, after insert into the trocar, noted one device was broken ,and another device had cracks . Another two device were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.